Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during deployment the distal end of the subject stent herniated into the aneurysm. The physician implanted another stent from the distal end of the aneurysm to complete the surgery. No clinical consequences were reported to the patient due to the reported event.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during deployment the distal end of the subject stent herniated into the aneurysm. The physician implanted another stent from the distal end of the aneurysm to complete the surgery. No clinical consequences were reported to the patient due to the reported event.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that ¿during the deployment of the proximal end of the subject stent, the distal end of the stent herniated into the aneurysm. The physician then re-delivered the guidewire and microcatheter and deployed an additional stent from the distal end of the aneurysm, completing the surgery". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patients anatomy was moderately tortuous which may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of ¿stent dislodged/migrated¿.